Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials, dob & age not provided for reporting. Date of event: unknown. UDI: unknown part number, unknown lot number. This report is for unknown nail/unknown lot number. Original implant date was sometime in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. The complaint indicated that the device broke post-op requiring additional surgical intervention. 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a broken lateral entry femoral nail (with one intact distal locking screw) was revised on (B)(6) 2016 to a new lateral entry femoral nail with two locking screws. The broken nail and locking screw were originally implanted on an unknown date in (B)(6) 2016. Sometime afterward, the patient complained of pain. The broken nail and non-union were discovered via x-ray on an unknown date. The nail was broken at the unoccupied first most proximal distal locking hole. The revision surgery was successfully completed with no surgical delay. The patient outcome was reported as stable. Concomitant device reported: locking screw (part number unknwon, lot number unknown, quantity 1). This complaint involves one device.